Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One drill bit (25mm) broke/snapped during surgery. Patient initials, dob, age and gender are provided. (B)(6) 2014 - we have received further information from the product specialist. The procedure being performed was a primary total hip arthroplasty. The surgeon was drilling into the patient¿s acetabulum at the time the drill bit broke. The distal portion of the drill snapped off in the patient¿s acetabulum, but was retrieved by the surgeon.

Manufacturer narrative:
The complaint states that the drill bit broke during surgery. All pieces were retrieved and there is no patient harm or delay to surgery associated with this complaint. Notification was received stating that no further information or return of product is available. A complaints database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.